Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. There was no adverse impact to customer¿s blood glucose level. Customer continued to use current pump for insulin delivery.